Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 458 mg/dl at the time of incident. The customer did not mention any symptoms or treatment of their blood glucose levels. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.